Manufacturer narrative:
(B)(4). Upon follow up it was reported the patient has completed antibiotic therapy. At the time of this report the patient's fluid was clear, the patient was recovered from the peritonitis event and was ¿doing well¿. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. The patient was treated with intraperitoneal ceftazidime (1 g; frequency and duration not reported) and intraperitoneal cefazoline (1 g once daily; duration not reported) for peritonitis. Action taken with dianeal and extraneal therapies was not reported. Patient outcome was not reported. No additional information is available.